Event description:
Complainant alleged that the ICU clinicians were treating a pt (age and gender unknown) "who was in and out of ventricular tachycardia". With the device in ac mode, the clinicians administered eight shocks to the pt. The clinicians attempted to shock the pt a ninth time, but although the device started charging, it suddenly powered off. The complainant indicated that the clinicians were able to obtain another device to successfully defibrillate the pt. There was no adverse effect on the pt as a result of the reported malfunction.